Event description:
Patient undergoing laparoscopic sigmoidectomy. Surgeon was attempting to utilize a linear cutter when the device jammed and wouldn't fire. This was at the beginning of the bowel resection. Surgeon attempted to troubleshoot issues but was never able to get linear cutter to work. Linear cutter was removed from surgical field, sequestered and replaced with another linear cutter of same make/model (lot number not identified). Surgeon used replacement device for remainder of case with no further issues. No injury to patient. Device is available for evaluation purposes.